Event description:
During a sub-total gastrectomy procedure, the staple were missing. The surgeon manually suture to complete the procedure without pt injury.

Manufacturer narrative:
6/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.